Event description:
It was reported that vessel perforation occurred. On (B)(6) 2013, the patient presented with stable angina and was referred for cardiac catheterization which revealed a 90% stenosed long lesion located in the proximal extending to the mid left anterior descending artery (lad) with unknown length and 3.5 mm reference vessel diameter. The lesion was treated with predilation and placement of a 3.00 x 38 mm and a 2.50 x 28 mm study stents and post dilatation resulting to 9% residual stenosis. On the same day, baseline index corelab angiography result comments read: after 2nd stent was deployed and postdilation performed, there was dye extravasation from the stented segment of the lad. "Perforation vs. Av fistula." It is late and only a small amount. It is barely seen in final angiogram following additional postdilation. Baseline post procedure corelab angiography result revealed presence of " perforation." Patient was discharged on dual antiplatelet therapy one day post-procedure.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).